Manufacturer narrative:
(B)(4). Following this complaint further information was sought from the hospital. We were informed that although the airvo gave an "e192" error message, the device was upgraded with the f&p approved diffuser sponge in the filter cover and device has been put back into use with no further faults reported. Conclusion: we are unable to determine what caused the reported patient desaturation, as the airvo would have continued to deliver therapy during an "e192" alarm state, and the device was put back into use at the hospital after adding diffuser sponge. It is possible that the desaturation was related to the patient condition. The airvo will alarm with an error 192 if the micro control unit detects too much noise in the oxygen readings for too many consecutive readings. The alarm tone will alert the caregiver to this event. Please note that the airvo will continue to deliver therapy during this alarm state. Additionally the airvo user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support."

Event description:
A hospital in the (B)(6) reported that a patient was desaturating, attempted to increase oxygen on the an airvo 2 humidifier to 90% when the airvo alarmed e192 and shut down. Airvo turned back on but still displayed e192. No further patient consequence was reported.